Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump turned on when plugged into a power source. Additionally, it was reported that the customer received a cartridge alarm 6 during bolus delivery. The customer successfully loaded a new cartridge. The customer's blood glucose level ranged from 80-170 mg/dl.